Manufacturer narrative:
Product event summary: at analysis the customer comments regarding issues with data synchronization and software upgrades were unable to be confirmed. It was noted however that there was an issue with intermittent connection with the data synchronization application. It was additionally noted that the stylus skipped on the overlay. Due to a lack of available parts for repair the programmer will be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had occasional issues with synchronizing session data and possibly a software upgrade issue as well. It was further noted that it was returned as a trade-in for a newer model, so it is not expected to be returned. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.